Event description:
During a prostate procedure the physician heard a noise from the inside of the system and a message "no communication with hardware" appeared on the screen. The system was turned off and on again and the same message appeared. This message appeared after two cycles of freezing. The physician wanted to pull back the needles and perform a third freezing cycle to be focused on the apex of the prostate, however, the third cycle could not be performed so the physician decided to stop the procedure. The needles were thawed via passive thaw. The physician used iceseeds (for a salvage procedure) and thinks the apical zone was not treated successfully. The iceball measured 38mm (us measurement) and the prostate was 38mm long. The physician thinks the -40 degrees celsius isotherm did not encompass all the organ. The physician is not planning on retreating the pt.